Event description:
Info received indicates the set was leaking. Pt info is unavailable. Defective set was discarded.

Manufacturer narrative:
The device was not returned to moog for eval. The complaint could not be confirmed.